Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on 12/11/2023 the patient¿s sister reported that the patient was discovered by her neighbor at 6pm on (B)(6) 2023 and she was incoherent, unresponsive, and sitting in a chair. The neighbor called 911 and treated the patient with orange juice. Emt¿s suspended delivery of the insulin pump upon arrival and the patient was transported to the hospital. It is unknown if emt¿s treated the patient or what her blood glucose measured. The patient arrived at the hospital at 7pm and it is unknown what treatment she received or what her blood glucose measured. At 1:15am on (B)(6) 2023 the patient¿s blood glucose had risen to 115 mg/dl and then to 459 mg/dl at 4am. She was treated with 5 units of insulin and was released from the hospital at 5am. The patient¿s sister stated the patient is in early stages of dementia and she may have overestimated the amount of carbs she was eating and gave herself too much insulin via the insulin pump. The sister stated she doesn¿t understand, though, why the patient¿s blood glucose went low because the pump is supposed to issue a warning if the patient's blood glucose drops below 90 mg/dl. She stated the pump¿s history was erased and it¿s not possible to see exactly what happened. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".